Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate erratic readings on his one touch ultra easy meter. The patient mentioned that he noticed the alleged erratic readings approximately two weeks ago; however, on (B)(6) 2012 he tested and obtained a result of 314 mg/dl and a 238 mg/dl within 20 minutes from one another. Due to the alleged erratic readings, he increased his dosage of insulin. At an unspecified time later, he developed symptoms of feeling dizzy, sweaty and experienced a headache. He ate food and or had a drink as a treatment. He did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. The test strips had not been opened longer than the discard date. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, he increased his dosage of insulin, developed symptoms suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint has been returned and evaluated by product analysis on with the following findings: on (B)(4) 2012 the meter has passed testing with no faults found. On (B)(4) 2012 the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.